Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to bacteremia. It was noted that the rv lead would not pull through the subclavian area. The physician scheduled the patient for lead extraction at a later date. Additional information indicated that the right ventricular (rv) lead was not removable due to scar tissues in the subclavian to the superior vena cava (svc). The rv lead was partially capped. No additional adverse patient effects were reported.